Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported after reprocessing following cysto-nephro videoscope use, when the same product was used on a different patient for a diagnostic cystoscopy, it was discovered that the patient was infected with the same bacteria as the previous patient. The patient developed cystitis, but there were no other issues after administering antibiotics. Results of the microbiological testing of the endoscope were negative.